Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump during bolus. The customer's blood glucose level was 287 mg/dl. The customer stated she changed her infusion set several times and was able to clear the alarm and deliver a bolus. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.